Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that main panel light blinks occurred due to high brightness motor failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source main panel light is flashing. The issue occurred during an unknown therapeutic procedure. The procedure was completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for evaluation and the evaluation found a system failure that caused the panel to malfunction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.